Manufacturer narrative:
Additional information, including the product investigation will be submitted within 30 days of receipt.

Event description:
As reported, approximately (B)(6) weeks post initial left tka. A 73 y/o female patient was aware of giving way, during stair descent and fell. Patient revision was performed with a diagnosis of joint capsule rupture and patella dislocation. The joint capsule was ruptured mainly at the medial patella and femoral ligament (mpfl) attachment site. Both flexion and extension gaps were large, and the insert was replaced with a thicker one (insert: 12mm, 17mm). After the insert was replaced, patella maltracking was not observed. The operation was over with suturing of the joint capsule without mpfl repair and lateral release.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability, dislocation and subsequent revision was determined by the surgeon to be due to joint capsule rupture and patella dislocation and is a well-known risk after tka surgery and is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles during the implantation procedure, which allowed for dislocation occurring due to the significant ligament re-construction.